Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code (B)(4) has been confirmed. Upon investigation the electrode belt trunk cable was cut and all the wires were severed. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving service code (B)(4) (belt/monitor unusable).